Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with a possible pd catheter (not a fresenius product) exit site infection which was "possibly peritonitis" due to lack of hand hygiene. No additional information was provided during the intake process. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal cramping/pain, fever, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2,675 u/l, polymorphs = 62%) were collected, and the patient was diagnosed with peritonitis (no verified pd catheter or exit site infection). The patient was treated with intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency, duration not provided) and were completed despite the patient¿s peritoneal effluent fluid cultures returning negative. The pdrn stated a root cause analysis was performed and causality was attributed to the patient¿s failure to perform hand hygiene during the daily manual exchange process. The patient has recovered from the serious adverse events and continues to utilize the same liberty select cycler without any reported issue(s). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal cramping, abdominal pain, cloudy peritoneal effluent fluid and fever), which required antibiotic therapy. The pdrn attributed causality to a touch contamination event due to the patient not performing hand hygiene prior to initiation and discontinuation of daily manual exchanges. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. In approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with a possible pd catheter (not a fresenius product) exit site infection which was "possibly peritonitis" due to lack of hand hygiene. No additional information was provided during the intake process. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2024 with complaints of abdominal cramping/pain, fever, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2,675 u/l, polymorphs = 62%) were collected, and the patient was diagnosed with peritonitis (no verified pd catheter or exit site infection). The patient was treated with intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency, duration not provided) and were completed despite the patient¿s peritoneal effluent fluid cultures returning negative. The pdrn stated a root cause analysis was performed and causality was attributed to the patient¿s failure to perform hand hygiene during the daily manual exchange process. The patient has recovered from the serious adverse events and continues to utilize the same liberty select cycler without any reported issue(s). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.